Event description:
The event occurred in china. It was reported that the rotflow console displayed ¿error¿ during use. No harm to any person has been reported. New information has been provided by the ssu (sales and service unit) dated on 2026-06-08 that the displayed error message was a ¿head error¿. The pump stopped when the error occurred. After restarting the device, the issue was resolved, and the device could be used again without any negative consequences for the patient. No harm to any person has been reported. The reported ¿head error¿ led to a pump stop during use, therefore a report is required. Complaint ID: 154196(B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.